Event description:
It was reported that pump display had pixel issue while still in use. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate method if necessary, and technical support arranged shipment of replacement pump.